Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hip surgery on (B)(6) 2018. During the procedure, the trochanteric fixation nail advanced (tfna) drill bit had an issue. The drill bit fragments were left inside the hip of the patient. There was no problem for the surgeon to leave the fragments. It is unknown if there was a surgical delay. No patient outcome reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history record (DHR) review: part: 03.037.022; lot: f-17386; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: march 04, 2015; no relevant nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Material 1.4109 was identified in certificate of conformity from supplier. Documented material hardness specified hrc 50 - 55 was measured as 53.5 - 54.0 = pass. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: investigation summary: the following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The returned drill bit (stepped reamer) was confirmed to have a broken tip. The jagged and slightly oblique fracture occurred at the distal tip and the fragment(s) were not returned as they were reportedly left in the patient. The oblique and jagged break suggests that an off-axis force most likely contributed to the device breaking. The remainder of the device shows wear consistent with several years of use. The returned device was manufactured in march 2015 and is 3+ years old. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification through certificate of conformity from supplier. Device drawings were reviewed during this investigation. The 03.037.022 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. No product design issues or discrepancies were observed. For the returned device, the diameter of the cannulation near location of breakage was measured to be ø3.36mm at cq which is within the specification of ø3.4mm +/-0.05 per inspection sheet. Measured using vermont gage pin (gp29). A definitive root cause for the device breaking could not be determined based on the provided information. The oblique and jagged break suggests that an off-axis force most likely contributed to the device breaking. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: event: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient was stable throughout the procedure.

Event description:
The trochanteric fixation nail advanced (tfna) drill bit broke at the tip. The procedure was completed successfully with a delay of under five minutes. Patient status was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This information is now known. Clarified nature of device issue. Surgical and patient outcome is now known. Lot number is now known. Date of manufacture is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.